Event description:
It was reported that during a carotid stenting procedure to treat the right internal carotid artery, the patient experienced peripheral vision loss in the left eye, most likely due to emboli/plaque lodging in the eye. When the accunet filter basket was removed, there was a lot of plaque. There were no device issues reported.